Manufacturer narrative:
Correction to field b5 describe event or problem, f10 device codes, f10 impact codes, h6 device code and h6 impact code. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The allegation was confirmed basing on observation of a puncture hole hear the tip end of the lead which consistent with a backloaded guidewire escaping the lumen. The investigation conclusion code as unintended use error caused or contributed to even was selected based on the field report and the observation of a puncture hole in the insulation near the tip section of the lead. This type of damage is consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted as the lead was accidentally punctured the stylet through the side of the lead. This lv lead was replaced, for returned, and never in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5 describe event or problem, f10 device codes, f10 impact codes, h6 device code and h6 impact code. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The allegation was confirmed basing on observation of a puncture hole near the tip end of the lead, consistent with a backloaded guidewire escaping the lumen. The unintended use error caused or contributed to event investigation conclusion code was selected based on the field report and the observation of a puncture hole in the insulation near the tip section of the lead. This type of damage is consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted as the lead was accidentally punctured the stylet through the side of the lead. This lv lead was replaced, for returned, and never in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5 describe event or problem, f10 device codes, f10 impact codes, h6 device code and h6 impact code.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due punctured the stylet through the side of the lead. This lead was never in service and a new lead was placed with the same model. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due punctured the stylet through the side of the lead. This lead was never in service and a new lead was placed with the same model. No adverse patient effects were reported.